Event description:
It was reported that the right ventricular lead had intermittent capture. The lead was tested in multiple placements, which resulted in intermittent capture and poor sensing. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner insulation had cosmetic environmental stress cracking. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Visual analysis noted the lead had apparent explant damage.